Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, loosening, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 5 years and 5 months after initial implant. There is no device information provided. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10: pending information. There is no other information available.